Manufacturer narrative:
A search for non-conformances associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis and the investigation ongoing. Upon completion of the investigation, a supplemental MDR report will be submitted.

Event description:
It was reported that: during a digestive embolization, the coil detached on its own in the tube / microcatheter during use inside the patient during placement. The coil was removed with the microcatheter. No intervention was used to remove the coil. There was no injury to the patient.

Event description:
Please see section h11 for device investigation results.

Manufacturer narrative:
Investigation conclusion: the investigation of the returned coil system found the implant to be separated from the pusher and stuck within the proximal end of the returned catheter; however, no indications of thermal activation using a detachment controller was found on the pusher heater coil. The pusher's monofilament showed a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The returned catheter was found kinked at 11cm from the hub tip, which may have caused or contributed to the reported complaint.